Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was fractured approximately 77.0 cm from the distal tip and the distal tip of the px slim was ovalized. Conclusions: evaluation of the returned device revealed that the px slim was fractured and the distal tip was ovalized. The fracture damage to the px slim typically occurs due to improper handling during preparation. If the device was inserted with force while being bent, it is likely that damage will occur. The damage to the ovalized distal tip likely occurred from improper handling during use. If the device is pinched during insertion, it is likely that damage may occur. The damage to the distal tip was not mentioned in the complaint. The non-penumbra device was not returned for evaluation. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure in the right internal iliac artery, the physician flushed the px slim delivery microcatheter (px slim) and attempted to advance it through another manufacturer's catheter; however, resistance was met and the px slim was removed. Upon inspection of the px slim, the physician noticed that it was kinked approximately 50-60 cm from the hub of the px slim and did not use it for the procedure. The procedure was completed using a new px slim.